Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer had difficulty in breathing and was feeling sick. The customer reported that they do not feel okay for troubleshooting. The customer was unknown whether automode was active or not. The customer was advised to change entire set, reservoir and insulin and treat per the healthcare professional¿s instructions. The insulin pump will not be returned for analysis.